Event description:
The customer reported they noticed an electrical smell emitted from the ventilator while it was in use and the external battery light came on. The customer reported the unit shut down. The customer reported there was no patient harm. Upon evaluation, the manufacturer's service technician powered on the ventilator and reported it would continue to restart and shut down. The service technician reported there was no odor but noted an overheated component on the power supply. The service technician replaced the power supply to address the finding. Applicable final testing was completed and tests passed per operating specifications.